Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency unit displayed error code e433. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Event description:
Additional information was supplied by the customer. The name of procedure performed was gynecologic plasma electrosurgery no other devices involved in the event. There was no delay in the procedure. The intended procedure was completed with a similar device. The device failed during the beginning of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of error message e433 displayed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the error message e433 occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.